Event description:
During an emergency assistance, bone marrow biopsy needle trocar got bent twice (use of 2 different needles) during cortical perforation procedure on a baby.

Manufacturer narrative:
A sample was not received for eval; therefore, we are unable to confirm the issue reported. However, a possible cause for the issue reported could be related to the method of insertion during the biopsy procedure. A review of the device history record for the reported lot found no issues during the review.